Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the perfusion system was stuck in battery mode, the user tried to reboot, and was unsuccessful. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the 8k system would not power up or run on a/c power. The power was cycled and again the system would only run on battery. The perfusionist (ccp) elected to not use the system and he had a primed circuit and set-up perfusion system ready to go. This did delay the start of cpb by ten minutes as the back-up system was prepared. According to ccp, the patient was not in clinical distress during this time. The procedure was completed successfully without associated blood loss and no harm was observed or reported.

Manufacturer narrative:
The field service representative (fsr) confirmed the reported issue. There was no continuity between the plug (neutral line) end terminal and connection terminal inside of the perfusion system base. The fsr discovered a damaged power cord. The fsr replaced the power cord, completed a release test and no failures were noted. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.